Event description:
It was reported that a modular abg stem removal was performed by the surgeon at concord hospital due to 5cm sinus dermal infection.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 4845-4-415, lot # g2985279, description: abgii modular long neck. Cat # unk, lot # unk, description: delta v40 head 36mm-5. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.